Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2026. There are no plans to reimplant the patient with a new device as of the date of this report.

Event description:
Per the clinic, the patient experienced implant pain subsequent to sustaining a head trauma (specific date not reported) and subsequently was treated with IV antibiotics in (B)(6) 2025 (specific date and duration not reported). It was reported that during a visit on (B)(6) 2026, the clinician observed a visible injury at the implant site with an open wound, redness, and inflammation also infection at implant site. Explant is planned but has not taken place at the time of this report. The implanted device remains.